Manufacturer narrative:
Submit date: 8/26/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that during a dialysis session, it was noticed that the tip of the arterial branch had a crack at the level of the screw thread. Leakage was noticed with holes at the level of the screw. Another device was used to complete the procedure.

Manufacturer narrative:
Submit date: 11/21/2016. A device history record review could not be performed because the lot number provided was an invalid lot number. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A visual evaluation was performed and a crack was found in the red adapter. The crack was located in the thread pitch area, 90 degrees from the injection point. As per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. A possible root cause can be due to over tightening the adapter. A formal corrective and preventative action was opened and additional actions are not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.